Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 7 months. The event occurred at (B)(6) hospital in (B)(6). The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported bacterial driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed with a bacterial driveline infection. The cause of the event was reported as due to the complexity of medical management. The patient received unspecified drug therapy. No additional information was received.